Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the the pump shut off unexpectedly. The customer's blood glucose level was not impacted, as the pump was not being used on the patient at the time of the event. The pump was able to be turned back on.